Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 501 mg/dl at the time of incident. Troubleshooting found 1 additional motor error alarm in the pump history but the pump was able to complete the rewind sequence without alarming. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or unexpected no delivery alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing the end cap sticker.